Event description:
Information was received indicating that 45 minutes following use of a smiths medical pneupac® parapac® ventilator it stopped delivering oxygenated air to the patient. The patient proceeded to code, requiring manual bagging. The ventilator settings were reported as follows: air mix 50% oxygen; I time 1 second; e time 2 seconds; flow .50. Subsequently, the patient expired two days following. It was reported that the death was not related to the smiths medical product.